Manufacturer narrative:
The returned device analysis confirmed the reported material protrusion as the actuator mandrel was exposed on the proximal end of the clip delivery system. The collet and actuator knob where returned in the packaging tray. The release crimper was loose (unstable) and separated from the crimping cam and returned inside the packaging tray. A review of the lot history record identified no exception issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The observed material separation (collet and actuator knob) were cascading effects of loose release crimper. The investigation determined the noted loose release crimper appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the mandrel protruding from the proximal end of the actuator knob. It was reported when removing the clip delivery system (cds from packaging a wire [actuator mandrel] was noted to be coming out of the actuator knob. Therefore, the cds was not used and another new cds was used to complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.